Event description:
Debilitating side pain; almost 7 years after ablation have increasing left side pain, spotting, bloating, abnormal bowels and weight gain. Diagnosis: adenomyosis, post ablative syndrome. Details: calcified fibroid = 3.5 x 3.8 x 2.8 cm. Endometrial thickness was measured at 6 mm with views obscured due to fibroid. Cervical cavity contains a simple cyst = 1.6 x 1.4 cm and a hyperechoic area = 1.0 x 0.7 cm suggestive of fibroid, polyp. Ovaries appear wnl. FDA safety report ID# (B)(4).